Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube cuff would not remain inflated after patient intubation. The customer reported that the cuff deflated after the patient intubated and this occurred on four separate occasions. It was indicated that reinflation of cuff was required throughout the procedure to maintain patency of circuit. It was reported that patient was reintubated.